Event description:
V60 shut down while on patient. Investigation is ongoing.

Manufacturer narrative:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that system shuts down while in use on a patient. The system was in clinical use; there was no reported harm to patient/user.the device was swapped out with a different device. No medical intervention provided to the patient nor a delay was noted. Fse (field service engineer) visited the site and confirm the reported problem. During troubleshoot he found that power cord was intermittent when flexed near plug and error log had entries for low battery before shutdown. To resolve the issue fse replaced a power cord available with the biomed. System works as specified post this action.